Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. "The reported device/parts was not received in brézins for investigation. However, the reported problem was confirmed using the pictures provided. Based on the information available and since the device/parts concerned were not returned, the root cause of the reported problem remained unknown (not returned). To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid. The trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: recurring issues with agilia sp power supply boards. The connection plug between the boards breaks. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.